Event description:
It was reported the manufacturing representative had a defective lead during surgery the day prior to this report. There was no efficacy and the impedances on contacts one and two were 31 ohms. A different lead was used. Impedances were fine with the new lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the lead (lot # va0qvgy) found the outer insulation of the lead body was damaged at the depth stop site. The short in the lead could not be confirmed in the analysis lab, however, there was evidence of depth stop damage in the lead insulation and stylet 2.8 cm from the proximal end.

Event description:
Additional information received reported that there were concerns with lead issues. The manufacturing representative stated the healthcare professional (hcp) was very concerned with a defective lot or quality issue.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant: product ID 3389, lot# va0qvgy, implanted: 2014-(B)(6), product type lead. Product ID neu_unknown_lead, lot# unknown, implanted: 2014-(B)(6), product type lead. (B)(4).